Manufacturer narrative:
Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear by the center slit of the external hemostatic valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. With all the available information, boston scientific concludes the allegation in the complaint was confirmed,

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During device aspiration, it was observed that a large component of air was being drawn into the syringe. Manual troubleshooting was performed, but the issue persisted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. During device aspiration, it was observed that a large component of air was being drawn into the syringe. Manual troubleshooting was performed, but the issue persisted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.